Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the following regarding the testing operation of this heartstart xl+ 861290 defibrillator: "during the functioning tests, it switches to failure mode intermittently." There was no patient involvement.